Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an object dropped on it resulting in the cases and chassis being bent and a hole in the corner. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an object dropped on it resulting in the cases and chassis being bent and a hole in the corner. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse has spoken to customer and has advised that they don¿t currently need to do anything with this one, the hole is very small and the machine is fully functional.